Event description:
The patient was implanted with a left ventricular assist device (lvad). A pump exchange was reported via device tracking form. The reason for exchanged was noted as thrombus.

Manufacturer narrative:
The device was returned assembled with the driveline cut approximately 2.5¿ from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section and inlet elbow) and the sealed outflow graft bend relief collar were not returned, the sealed outflow graft and the sealed outflow graft bend relief were returned detached from the pump, and the outflow elbow was returned attached to the pump¿s outlet port. Examination of the sealed outflow graft and the outflow elbow revealed no evidence of adhered depositions or thrombus formations. Prior to disassembly, both the proximal side of the inlet stator and the distal side of the outlet stator revealed evidence of a thrombus formation within the pump. Upon disassembly, examination of the rotor inlet revealed thrombus formations surrounding the inlet bearing cup within the distal side of the inlet stator, as well as the inlet bearing ball of the rotor. These thrombi appeared to have developed as one formation that was pulled apart as a result of the pump disassembly process. The laminated structure of these thrombi and their areas of denaturation indicate that they likely formed over an undetermined period of time while the pump was supporting the patient. Further examination of the disassembled pump revealed a flat, non-laminated, tissue-like deposition on the body of the rotor. Areas of this deposition were hard and denatured, indicating that it was present while the pump was in use, but may have originally formed elsewhere. Examination of the proximal side of the outlet stator revealed two small depositions adjacent to the outlet bearing ball. Their non-laminated structure indicates that these depositions did not form in the outlet stator. Furthermore, these depositions lacked denaturation and were not adhered to any of the device¿s surfaces. Although the origin of these depositions and the duration in which they were present within the pump could not conclusively be determined, their size and structure suggests that they would not have contributed to a functional issue. Upon removal of the depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The device was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.